Manufacturer narrative:
Received a tesio arterial extension for evaluation. A visual inspection revealed the luer to have separated from the extension tubing. The extension and the luer were forwarded to the contract manufacturer for evaluation. Unable to perform specific record review as the lot number of the device was not provided. General investigation- procedures for assembly process were reviewed. Visual examination determined evidence of solvent bonding-smooth surface of the luer stem and the extension tube has a smooth surface and marks where the luer was bonded. The device was implanted for 27 months prior to the failure. No root cause could be found or assigned to the reported failure mode. The reported failure mode could have been caused by circumstances unrelated to the manufacturing process.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.

Event description:
The adhesive portion of the connector and the tube of the arterial extension of bio-flex tesio catheter is loosened.